Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, insulin delivery was suspended when it was not intended to. The customer's blood glucose level was 130 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.